Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-74 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be an inoperative/defective sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-74 alarm. This occurred before patient use. There was no patient involvement. No additional information is available.